Event description:
In 2008, the pt reported he had an elevated blood glucose reading of "hi" on his new insulin infusion device. He stated he is blind and cannot tell if his insulin is clear or there is air in his insulin cartridge. He requested assistance with changing his cartridge. To troubleshoot, the pt was instructed to disconnect from his infusion set and bolus until he could feel insulin dripping out of the end of his tubing. The pt removed his infusion headset and confirmed the cannula was not bent. The pt was assisted with changing his cartridge and as he was finishing priming the infusion set, he ended the call. On follow up the following day, the pt stated his current blood glucose is doing "fine" at 130 mg/dl. The pt ended the call before more info could be gathered. The pt did not require assistance from a healthcare professional or second party to address this issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.